Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to pop and sui. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/5/2016. It was reported that patient underwent mesh removal and pudendal nerve release on (B)(6) 2012 due to nerve entrapment. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectocele repair and mesh revision/removal of previous mesh. It was reported that following insertion the patient experienced urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2006 due to left pelvic pain and leg pain with sui. It was reported that patient underwent stage ii implantation of ipg battery connection to the left tined lead on (B)(6) 2007 due to urinary urge incontinence and nocturia. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to dyspareunia and mesh erosion and underwent surgical release of pudendal nerve entrapment on (B)(6) 2008 due to pudendal nerve entrapment. It was reported that patient underwent evacuation, I&d of hematoma on left vulva on (B)(6) 2008 due to left vulvar hematoma and open left inguinal hernia repair with hernia system mesh on (B)(6) 2010 due to left inguinal hernia. (B)(4).